Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination found the fiber was broken in two pieces, in addition to a fiber body bend. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the melting that was observed were the break occurred, leading to the reported event. The IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement. The reported fiber bend/kink is confirmed, however the complaints for black spots was not confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber could not be used as many times as indicated in labeling. Some black spots appeared, and the fiber bent. The procedure was completed using another fiber. Product investigation confirmed that the fiber was broken in two pieces. There were no patient complications. This complaint is for the fifth fiber.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination found the fiber was broken in two pieces, in addition to a fiber body bend. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break which in turn led to the melting that was observed were the break occurred, leading to the reported event. The IFU instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement. The reported fiber bend/kink is confirmed, however the complaints for black spots was not confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure for benign prostatic hyperplasia, the fiber could not be used after 1-5 times. Some black spots appeared, and the fiber bent. The procedure was completed using another fiber. After the product investigation, confirmed the fiber was broken in two pieces. There were no patient complications. This complaint is for the fifth fiber.